Manufacturer narrative:
(B)(4). Patient age at time of event: over 18 years old. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. There was blood present on the hub and collar of the guidezilla device. Microscopic examination and tactile inspection presented no damage or irregularities to the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination revealed that the collar was crushed and dented with pulled shaft material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07597. It was reported that a shaft break occurred. During preparation for a percutaneous coronary intervention (pci), the guidezilla¿ was removed from the hoop. It was noticed that the distal end of the guidezilla¿ and hypotube shaft including the collar part were detached. The procedure was completed with a different device. There were no patient complications as this happened outside the patient's body.